Event description:
During a remote follow-up, episodes of post paced t-wave oversensing (pptwos) and far field r-wave oversensing (ffrwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming was performed to resolve event. The patient was stable with no consequences.